Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Refer to manufacture report 2032227-2014-68192.

Event description:
It was reported that the insulin pump has not been delivering insulin. Customer stated put in new set on and got no delivery. Troubleshooting was done. Customer's blood glucose was 600 mg/dl. Customer treated with manual injections. During the troubleshooting it was found the alarm was caused by set and reservoir occlusion. The customer was advised the insulin pump is working as designed. Customer requested insulin pump replacement. Customer declined to do troubleshooting for high blood glucose. Customer called back and stated that she figured out the problem was the reservoir and stated she does need a new insulin pump and will send back the loaner insulin pump back. No further information provided.